Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to remove the sound processor on (B)(6) 2025, resulting in abutment and implant loss. There are no plans to reimplant the patient with a new device as of the date of this report.